Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm and continued using the pump for insulin therapy. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 178mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.